Event description:
The reported failure occurred during the incoming test. The customer stated that they are not able to reach the parameters as recommended in the service manual. For the inspiration control test, when setting the inspiratory control to maximum, the unit should respond 70 cmh20 +/-5cmh20 and the valve that is observed on the screen is 60cmh20. For the peep parameters the value on the unit should show 20cmh20 +/- 2cmh20 and it doesn't reach this value. The actual data is 17cmh20.

Manufacturer narrative:
The manufacturer is currently working with the distributor to evaluate the ventilator. This is the third reported failure for this device. The previous failures were reported in (B)(6)2013 and (B)(6) 2013. The distributor is not trained to repair and/or maintain this device. (Cross-reference MFR report # 2020676-2013-00021 and # 2020676-2013-00032.) A follow-up MDR will be submitted.